Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), lot: (B)(6). Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), lot: (B)(6).

Event description:
It was reported that the patients deep brain stimulation lead extensions eroded at the neck. The site was showing signs of redness and drainage. The patient went to the emergency department where he was administered antibiotics due to the possible infection at the neck site. Several days later the patient underwent an explant procedure where the lead extensions and implantable pulse generator (ipg) were removed, cultures were taken, and the patient was released from the hospital. The explanted devices will not be returned as they were disposed of by the medical facility.